Event description:
Guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) died on march 1, 2006. It was reported that the patient was sitting in a chair; the wife had left and came back and the patient was dead. The device was explanted and interrogated. It was found that the device was left in monitor plus therapy after the patient's death. The device history was reviewed, and there were no episodes recorded on the date of the patient's death. All previous episodes had been overwritten by the multiple episodes declared after the device was explanted, some of which did result in shocks. Daily measurements while the device was implanted showed the shock impedance to be within normal limits. The history of the shock impedance showed a high, out of range measurement, after the device was explanted from the patient's body.

Manufacturer narrative:
This device was returned after a patient death. Visual inspection noted arcing under the device's header. The device memory did not show a shorted lead message, and lab personnel postulated that an external shock or commanded stat shock may have initiated the arcing. The field personnel could not confirm that an external shock or commanded shock had been administered. The device had been left on after explant, and therapy records at the time of the patient's death had been overwritten. Guidant could not confirm the time that the arcing occurred, whether before or after the patient's death. Detailed analysis determined that damaged insulation surrounding a wire within the header allowed undesirable shunting of shock energy to the active titanium case. As a result of the diverted shock energy, a low shock lead impedance was detected. On june 17, 2005, guidant issued a physician communication regarding a deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august 2004. This device was manufactured before august 2004.